Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin transmission. Non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed. Patient presented to the clinic, and programming changes were made.